Manufacturer narrative:
Updated fields: b5: concomitant medical products. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified, during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined, influence of dust, because it is operating normally after cleaning the internal dust, but no further information can be obtained. And no further information can be identified. The cause of the fault could not be identified, since further information was not available. Olympus will continue to monitor the field performance of this device.

Event description:
The patient was under general anesthesia. The product became normal after rebooting it, so the procedure was completed.

Event description:
The customer reported to olympus during preparation for a unspecified diagnostic procedure, a e116(camera control unit malfunctions) occurred on the visera 4k uhd camera control unit. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered dust inside the device and spacer was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.